Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting unit stayed on and continued to deliver energy. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the jaws were burnt, and the silicon was cracked. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "device overheated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformity which could have contributed to this failure mode. Internal file number - (B)(4).